Event description:
Information was received from a patient (pt) regarding an external device. Pt confirmed having the lithium battery pack. The reason for call was that the controller was not working correctly and that it was getting to the point where the controller was getting close to being unusable; pt stated that the issue had been ongoing for about a month. Pt stated that the device was a replacement and that when the device first came it worked quite well for a long time, however then the issue started. Pt stated that many times they would go to turn on the controller and the controller wouldn't turn on; pt stated that they would reset the controller about ten times and then the controller would turn on. Pt stated that they would then go to recharge the ins, however sometimes if they put the controller down on the floor then the controller would stop working. Pt stated that the green light would start blinking, but that if they touched one of the buttons to wake up the controller to check the status then the controller would stop working. Pt stated that sometimes the screen would show up with the word medtronic but the whole thing would be all over the place and the pixels wouldn't line up correctly. Pt stated that sometimes they would be blue and sometimes they would be yellow (pss understood that the pt was speaking of the pixels being colored). Pt stated that sometimes the controller would workbut that the background of the letters or pictures (like the battery) would be yellow. An email was sent to the repair department to replace the controller. Pt stated that they hadn't been back to see hcp. Pt mentioned during the call that the controller was replaced a couple of times. Pt stated that they were wondering if the ins was working correctly; pss redirected pt to hcp/mdt rep to have the ins checked; pt stated that they worked with him about a year ago with the settings (pss understood that the pt was speaking of having the ins adjusted/reprogrammed with a mdt rep); pt stated that the ins seemed to be working okay, however they were still having pain; pt stated that they were told that they would still have pain so they were not overly upset about it.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4), h3: analysis of the 97745 patient programmer (ptm) (serial number nld040821n) revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.